Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned at this time.

Event description:
It was reported by the sales rep that the facility reported six occurrences where they are positive pressure flushing and clamping the clamp and still being able to flush. They state that they have taken off the pinch clamp and added another manufacturer's slide clamp. This file addresses the third occurrence.